Manufacturer narrative:
An on-site visit was performed on (B)(6) 2011. The system underwent accuracy testing, functional testing and interference testing. All tests passed. The system cables and hardware was tested and passed. The procedure recording was reviewed and the recording showed that in the coronal view the lg (locatable guide) tip appeared to be aligned with the target. When the axial and sagittal views were displayed the target was medial and posterior to the lg tip. Physician likely referred to coronal view only. In reviewing the recording, the software indicated the closest the lg reached to the target was 3.1cm which is what the physician verified with fluoroscopy. There was no harm or injury to the patient reported, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that the site had a case in which there was a reported inaccuracy. It was reported that the physician navigated to the lesion and the system indicated she was on target, however, when she verified with fluoroscope she was actually 3cm away from the target. Therefore, the case could not be completed using the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient reported.